Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited downstream occlusion damage. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the dso seal was delaminating. The customer reported problem was confirmed. The cause of the issue is unknown. The dso seal was replaced. Service history identified that no previous repair has been noted in the last 12 months.